Event description:
It was reported that a malfunction occurred with the pump. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating it was within a safe range. The customer was assisted by technical support to reset the pump, and the malfunction did not recur after the reset. The customer was instructed to continue using the pump and to call back if any further issues occurred.